Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of power or reset issues. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The battery cap contact height and width measurements were found to be within specification. The returned battery cap secured properly to the pump, and no power loss was observed. During testing, a test battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The pump successfully completed the ez-prime steps without any power interruption or issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of an intermittent power issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.